Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after advancing the thumb advancer 15-20mm, it became blocked and the sheath could not be split. As per the instructions for use, the access ports and the safety release button were used to help remove the device with no success. The method used to remove the device was not specified; however, after removal, the vessel locator wings were found to be open. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, no additional information was provided.